Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The device was subsequently replaced and returned without any information.

Event description:
It was reported that the patient felt the implantable cardioverter defibrillator (ICD) is "causing pulses." Follow up with the patient's clinic was unsuccessful. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.